Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: b5, b7, d4 (lot, UDI), g4 (PMA), h4, h6 (clinical, impact, medical device problem code) corrected: a1, d1, d2a, d4 (catalog).

Event description:
Medical records were received: medical records reports that the patient has a history of squeaking hip. There was extensive blackening of the tissue and metallosis. Patient's abductor tendons musculature and bones were well intact but the pseudocapsule was excised removing as much metallosis debris as possible. On (B)(6) 2022, the patient had a right total hip arthroplasty revision to address metallosis of the right hip. The indications for surgery included metal on metal hip with greatly elevated metal ions and squeaking hip. During the procedure, the surgeon observed blackening of the tissue and metallosis. The femoral stem was retained.

Event description:
Asr litigation record received. Litigation alleges asr alleges severe pain and discomfort, increased metal levels in blood including cobalt and chromium; permanent injuries, emotional distress, disability, disfigurement; economic damages. Doi: (B)(6) 2008; doe: (B)(6) 2022, right hip.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Additional information received. Patient sustain physical injuries to her tendons, ligaments, tissues and bones within her right hip. Patient suffered from pain, elevated cobalt and chromium levels and a pseudotumor. Surgeon informed that she needed revision. During the revision, metallosis throughout the hip was found. Post revision surgery, patient suffered a hip dislocation, blood loss and extreme pain. The anxiety about all the damage the high ions levels and metal in her bloodstream.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.